Manufacturer narrative:
Capital equipment evaluated at customer site. The fse confirmed the unit met all specs. User guide update based on user reports about contact with residual hydrogen peroxide from instruments, pouches and trays after sterilization and subsequent light colored residue on these devices after sterilization is completed. A user guidance has been issued.

Event description:
Customer alleged that an employee removed a load after a completed cycle and came in contact with peroxide. The employee noticed tingling and burning on the right thumb. Reviewed first aid info from msds and applicable customer letter. Further f/u indicated the customer symptoms have cleared and no medical intervention was sought. The customer washed the contacted area with soap and water and recovered within four days.